Event description:
Small bowel resection. Ralc30v was fired and tissue was not fully transected. Staple formation could not be observed, however, there was bleeding coming from the staple line. Cautery was applied to control the bleeding and tissue was transected with scissors.